Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had a no delivery during bolus or basal. The customer's blood glucose level was 26.9 mmol/l at the time of the incident. Customer changed the whole set and reservoir. Customer got a no delivery alarm again and rewound the pump. Customer stated that it worked and it worked for 2 days until she got a no delivery today. Customer did a correction manually before calling. Customer performed the displacement test and the pump passed. Customer was advised that there is an occlusion with the reservoir and the infusion set. Customer was advised that they will be replaced.